Manufacturer narrative:
A report was received alleging that while transferring, a user cut their thigh on the carbon fiber fendered sideguard equipped with their aero z model chair. The report claimed that the user sought medical attention for their injury. The DHR for the chair was reviewed and the chair passed applicable quality tests and configuration requirements. It met specifications when it left the facility. The sideguards supplied with the chair were purchased by the company and installed as is on the chair. The part in question was not returned for evaluation. A follow up medwatch form 3500a will be submitted if any additional information is provided.

Event description:
The user alleges that during transfer he cut his thigh on the sideguard.